Event description:
It was reported the ipg is inoperable due to the lack of recharging. It is unknown when the patient last recharged or used the system. Communication could not be established between the external devices and the ipg. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.